Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 alarm test due to loose protruded drive support disk. No unexpected reset alarm or a21 alarm noted during testing. No display anomaly noted. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, cracked belt clip slot and scratched reservoir window.

Event description:
It was reported insulin pump is only counting down single digit numbers. The blood glucose level was not included in the report. Nothing further reported.